Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized because the insulin pump at first did not deliver insulin and then it delivered too much. Her blood glucose level was over 700 mg/dl. The customer experienced unexplained high and low blood glucose levels. The customer only treated her high blood glucose level with the insulin pump. The insulin pump alarmed no delivery. The customer ate a burrito and her blood glucose level dropped to 40 mg/dl and then 28 mg/dl. The customer was getting ready to go to the emergency room. The device was not returned.